Event description:
Per tm- unit has poor image quality and the image freezes.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit has poor image quality and the image freezes was unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. Both the scanner and cue probe were received with no physical damage noted. The sr8 was tested with other in-house cue probes and the image looked normal when compared. The sr8 showed no visual signs of freezing during the evaluation. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm- unit has poor image quality and the image freezes.